Event description:
It was reported that the patient¿s device showed high impedance. The patient has a m106 device that has been implanted less than one year and a lead that has been implanted since 2008. The device has not been disabled. While surgery is likely, no surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent lead replacement due to high impedance. The explanted device was discarded and is not available for analysis.